Event description:
New information notes that the patient was fine post-procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 47.1cm was returned for analysis. External insulation abrasion was noted at 34.1-34.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 14.2-15.2cm and 15.3-15.9cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 42.3-43.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, low, out of range, hv lead impedance was observed. Upon device interrogation, a patient notifier for low hv lead impedance in 2013 was noted and it hadn't been cleared since. Fluoroscopy was unremarkable and during dft testing, possible hv lead issue was observed. Lead was explanted and replaced. No further information was available.